Event description:
It was reported on voluntary medwatch (B)(4) that a coherent versapulse laser passed all inspections prior to a procedure but "would not work for the procedure."

Manufacturer narrative:
Lumenis contacted the initial reporter to investigate the reported event. During a conversation with the initial reporter, it was reported that no patient harm had occurred. No serious injury was reported. No malfunction was reported that had caused a serious injury. A review of lumenis sales and service records found that the subject device was delivered to the original purchaser on 05/02/1996. The review also found that lumenis was not and has not been contracted for service of the subject device since the device was delivered to the original purchaser. The subject device model is obsolete and is no longer manufactured or supported by lumenis. Lumenis contacted the original purchaser of the subject device and was told that a preventative maintenance procedure was performed on the subject device on (B)(4) 2011. Although no information was provided by the user facility about the service history of the device, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in use. Reasonable attempts were made to obtain further information about the specific details of the reported event however none were provided; therefore no root cause could be determined. Device serviced by third party vendor.